Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Literature: maldonado il, roujeau t, cif l, et al. Magnetic resonance-based deep brain stimulation technique: a series of 478 consecutive implanted electrodes with no perioperative intracerebral hemorrhage. Neurosurg. 2009;6(supp s):196-201. Summary: this article presents a retrospective study of all deep brain stimulation (dbs) electrode implants at a given institution between 1996 and 2007. The records were retrieved from a computerized database. A total of 478 electrodes were implanted in 220 consecutive procedures were performed in 194 patients. The aim of the study was to determine the safety of dbs technique consisting of a combination of routine general anesthesia, magnetic resonance imaging direct targeting, and a single penetration technique in a large population of patients undergoing implant secondary to movement disorders. No microelectrode recording or intraoperative stimulation was performed. Reportable event: four patients underwent electrode replacement due to lead malfunction without proven rupture. Reference MFR report # 3007566237201001322.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The patient also had another device implanted (model 2900); however, as that device is sold internationally only, that event has been determined to be not reportable. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.